Event description:
It was reported that the valve was explanted after an implant duration of approximately nine (9) years. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
It was identified, through review of source documentation provided, that this device was explanted due to prosthetic mitral valve dysfunction with stenosis and regurgitation. Patient comorbidities include: aortic stenosis; severe tricuspid regurgitation; class IV heart failure; hypertension; hyperlipidemia. During explantation of the mitral valve, it was noted to be heavily calcified. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation. Although the root cause of this event cannot be conclusively determined with the available information, it appears that the patient's stenosis and regurgitation was likely caused by the reported calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded. Therefore, the root cause of this event could not be conclusively determined. The device was explanted after nine (9) years for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.